Event description:
Postoperatively, pt developed right lower lobe pneumonia and parapneumonic effusion. A fermin type pigtail catheter was placed to evacuate effusion. This was successful. On (B)(6) rounds, the pt was breathing comfortably, am chest x-ray showed that the catheter appeared to be kinked. We wanted to discontinue the catheter and repeat chest x-ray. Upon removing the bandages, we could not find the catheter at the skin. Upon reviewing the chest x-ray the catheter appeared broken off and not at the skin edge a chest CT scan showed the catheter was broken off and in the chest wall. Pt had to be taken into surgery to remove catheter.